Event description:
Customer reported via phone call that they had experienced high blood glucose levels. Blood glucose level at the time of incident was 420 mg/dl and delivered insulin bolus. It was unknown whether customer was using the auto mode feature. Customer declined to troubleshoot. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.